Event description:
It was reported, this ring was explanted approximately one month postoperatively due to mitral regurgitation. A 29 mm pericardial valve from another manufacturer was implanted. Eight years postoperatively, the valve was explanted and a 29 mm sjm epic valve was implanted.